Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image noise was caused by foreign material on the video connector. However, the cause of the foreign matter was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found error b30 (scope communication error) was due to a defective master board/due to dirt on the electrical contact of the video plug. The video cable was deformed. The label was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope displayed error b30. Wiping the electrical contacts did not eliminate the issue. The issue was found during reprocessing for a therapeutic laparoscope procedure. The patient was not under anesthesia. The procedure was completed with the same device with no delay. There were no reports of patient harm.